Manufacturer narrative:
Field service representative (fsr) examined the instrument and replaced the vacuum pump after noticing issues with the flow of the alkaline solution. The replacement of the vacuum pump (ln 7-205194-01) led to the resolution of the issue. A review of the analyzer¿s service history identified no contributing factors related to the issue. Tracking and trending data associated with the part and the analyzer were reviewed and no trends were identified. Device history record was reviewed and identified no non-conformances or deviations for the parts and analyzer associated with the complaint. Labeling was reviewed and adequately addressed the issue under review. Based on the investigation, no systemic issue or deficiency was identified for the architect c4000 analyzer.

Manufacturer narrative:
This issue was previously reported under MDR number 3002809144-2020-01123. Under a different suspect medical device and manufacturer name, city and state. An evaluation is still in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer reported false elevated magnesium (mg) results for 2 patients while running on the architect c4000 analyzer. The following data was provided (customer's reference range: 1.5 to 2.5 mg/dl): on (B)(6) 2020 sample 1: mg = initial = 8.6 mg/dl, repeat = 2.1 mg/dl on (B)(6) 2020 sample 2: mg = initial = 7.3 mg/dl, repeat = 2.5 mg/dl there was no impact to patient management reported.